Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified that there was no telemetry. No adverse patient effects were reported. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.